Manufacturer narrative:
(B)(4). D10: cat# 30113607, lot# 66736316, 36mm i.d. Size g 10a liner. G2: foreign: chile. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an initial left total hip arthroplasty was performed. Subsequently, the patient was revised approximately 3 years later due to pain and difficulty ambulating from poly liner wear and dislocation. The head and liner were replaced while the stem and cup remain intact. It was reported that no further information is available.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d9; g3; h2; h3; h4; h6. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified outer spherical surface shows wear damage on one side with dark scrapes and scratches. Flat surface shows indentations. Taper hole has dark foreign discoloration. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. There was an intra-acetabular displacement of the femoral head, suggesting wear. It was noted the positioning was eccentric. A revision occurred with an x-ray showing adequate congruence of the components. X-ray images not sent to mmi as radiology reports were also provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.